Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0090224; medical device expiration date: 2025-03-31; device manufacture date: 2020-03-30. Medical device lot #: 0113963; medical device expiration date: 2025-04-30; device manufacture date: 2020-04-22.

Event description:
It was reported that syringe 10ml ll s/c 200 had a broken plunger rod. The following information was provided by the initial reporter: "material #: 302995; batch/ lot #: unknown. It was reported that the syringe had a deformed plunger. Verbatim: customer provided two possible lot #'s ( 0090224 or 0113963) rn was drawing up prescribed heparin for hemodialysis and notice a deformed plunger on the bd10ml syringe. Rn discarded medication, and saved syringe for reporting. Did not reach patient."